Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 140 mg/dl. The customer reported that the device was exposed to pool water. Customer reported that he was wearing the pump when he walked into the pool. Customer reported there is fluid under the lcd display. Customer stated there are scratches on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with deep scratched display window, cracked battery tube threads and cracked reservoir tube lip.